Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump's display was not functioning properly. The customer stated that some of the lettering was no longer visible. Blood glucose level at the time of the incident was 152 mg/dl. The customer did not recall any significant events leading up to this issue. The customer was advised that the insulin pump would be replaced or returned for analysis.

Manufacturer narrative:
The insulin pump had missing segments due to a cracked connector at the display circuit board. The insulin pump had minor scratches on the display window, a cracked case at the display window corners and a cracked erservoir tube lip.